Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 08/20/2018, abbott point of care was contacted by a customer regarding I-stat1 analyzer sn (B)(4) that yielded suspected discrepant results on a (B)(6) male patient presented for an aortic gram. There was no additional patient information at the time of this report. The analyzer is being returned for investigation. (B)(6). Collection and test times were requested but not available. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on information available that suggests the product was not performing within the variability of the assay. The I-stat results are consistently high. It is suspected the patient is on hydroxyurea. However, the customer refused/declined to provide information or to go through troubleshooting, instead they want I-stat analyzer replaced. There is no reason to suspect a malfunction exists, based on the results provided. The investigation is underway.

Manufacturer narrative:
Apoc incident #: (B)(4). The investigation was completed on 10/18/2018. The customer reported that analyzer s/n (B)(4) produced unexpected crea results compared to a laboratory instrument. Analyzer s/n (B)(4) functioned according to specification during testing and produced results that were within the acceptable values. A rocketware search spanning six months revealed no similar incidents and no evidence of a trend. No deficiency has been identified.